Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse. It was indicated that the patient used an expired sensor, which is off-label usage of the device. No injury or medical intervention was reported.